Event description:
It was reported that the user experienced an insulin delivery occlusion with the ilet that coincided with hyperglycemia, with glucose reportedly over 400 mg/dl for about three hours, after which the user resumed insulin deliveries without changing supplies and glucose trended down to 275 mg/dl. Symptoms included hyperglycemia without reported complications such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint handling and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved an insulin occlusion with unclear causality for the hyperglycemia and that no further clinical impact was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.